Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that the reagent calibration was valid. The customer noted that the reagent's solid phase was mixed well and observed no issues in ready packs. Siemens is investigating the issue.

Event description:
The customer observed a discordant falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul) result on an atellica im 1600 analyzer. The result was not reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. The repeat result was higher and reported as the correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed tsh3-ul result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00419 on 20-oct-2020. Additional information (20-oct-2020): siemens reviewed the information provided, and the cause of a falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul) result is unknown. Siemens identified no similar complaints and no product problem. The customer requires no further support from siemens. No further evaluation of the device is required.